Event description:
The physician successfully implanted an endeavor sprint drug eluting stent in the mid rca which exhibited moderate tortuosity, little calcification and 75% stenosis. The stent was implanted 22 days past its expiration date. Patient status post procedure is good. It is unknown if the patient was treated with antibiotics.

Manufacturer narrative:
(B)(4).